Event description:
It was reported to medtronic neurosurgery that the physician observed inadequate drainage after the shunt was adjusted from performance level 1.0 to 0.5.

Manufacturer narrative:
The product was unavailable for return. Therefore an evaluation of device performance was not possible. Although this device was reported, the complaint does not relate to a malfunction of this part. A review of the manufacturing records was not possible as no lot number was provided.